Event description:
A surgeon reported a hyperopic patient that was overcorrected following a custom refractive procedure in the left eye. Patient records indicated the target for the patient's left eye was plano. At approximately 7 weeks post-op, this patient was overcorrected by -1.00 diopter. The latest exam, approximately 11 weeks post-op, indicated the over correction regressed to plano.

Manufacturer narrative:
Determination of root cause: assessment: a surgery database device report was conducted on this system. The analysis indicated the laser performance factors analyzed were operating within specification during the time of this patient's surgery. Non-product factors including patient response to the laser ablation, patient healing characteristics and preoperative patient selection were reviewed. The initial over correction experienced by this patient regressed through the healing process and by the 11 week post-op exam this patient's left eye was plano, equal to the surgery plan. This patient underwent prk, which in some patients may take between 3 and 6 months post-operative to heal and show refractive stability. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the reported early overcorrection. However, the non-product related factors, individual patient response and healing characteristics, may have been contributors.